Event description:
It was reported that during a case involving a lesion in the proximal and mid rca, a guide wire and guide catheter were advanced and another co's stent was attempted to be direct stented proximally; however, it would not cross the lesion. A balloon catheter was then used to predilate the lesion twice. The vision was attempted mid lesion, but it would not cross. When the vision was removed from the pt, there was no stent on the stent delivery system (sds) and it was seen in the ostium of the rca. Another balloon catheter was used to perform more dilatation and a stent was deployed. Another stent was used to compress the dislodged vision stent to the vessel wall. Another balloon catheter was used for postdilatation.